Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the shock impedance was high and it was recommended a induction test. The induction test was tried several times and troubleshooting options were performed. The s-ICD system was successfully implanted and no adverse patient effects were reported. Additional information received indicates that this s-ICD system delivered an inappropriate electric shock due to low amplitude and oversensing. There were concerns about the high shock impedances observed. Possible causes were discussed and troubleshooting options were recommended. An x-ray was performed and it was noted that the s-ICD system migrated. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.